Manufacturer narrative:
Block b3: exact date approximated, event occurred a couple of months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the anchor site. The patient underwent a procedure wherein the leads were tunneled deeper using the same click anchors. The patient was doing well postoperatively.